Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #1 - material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. This report filed december 21, 2010.

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2006. Surgeon reported metallosis and elevated chromium levels.

Manufacturer narrative:
Corrected data: correct date of initial surgery. This report filed (B)(4) 2012.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed due to metallosis. The date of the revision procedure is unknown. No further information has been provided to date.